Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Although retained cartridges could not be tested as the lot expired on 31-dec-2025, previous retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25114.

Event description:
Na.

Event description:
On 20-mar-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 41-year-old male patient with shoulder pain after getting struck by car going 25ph. There was no additional patient information. Return product is not available for investigation. Method: date: collected: tested: results: sample: pos/neg: cobas, on (B)(6) 2025, 1418, 2003, 12, art, neg, I-stat, on (B)(6) 2025, ni, 1959, 139, art, pos, cobas, on (B)(6) 2025, 2014, 2023, 15, art, neg. Facility positive cut-off: I-stat troponin test: 21. Cobas male >=22 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: n, (ng/l, pg/ml) (ng/l, pg/ml), female: 490, 13, (10, 17), male: 404, 28, (19, 58), overall: 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.